Manufacturer narrative:
(B)(4). Date sent: 10/27/2015. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: please clarify what is meant by "there are situation out of clip." Was there any issue with the device clip count? Did this issue happen with all of the devices? How was the case completed?

Event description:
It was reported that during an unknown procedure, the clip is not tight. 'There are situation out of clip.' It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l90t71. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. No feeding issues were noted during the analysis. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.